Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that following insertion, the catheter was flushed and liquid leaked at the fitting. The braun positive pressure connector was attached with the syringe and then used for catheter flushing. Liquid leakage did not occur again. It was reported this occurred with two devices. This report addresses the second device.